Manufacturer narrative:
On (B)(6) 2021, the implanting clinician successfully performed an explant procedure. The patient was given antibiotics via IV (name and dosage unknown), and the wound was dressed and cleaned to help with the wound healing process. On (B)(6) 2021, the patient followed-up with the implanting clinician. During the follow-up, the implanting clinician noted the wound looked cleaned and was correctly dressed. On (B)(6) 2021, the clinical representative stated that infection was not confirmed since cultures were not taken. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the wound not healing was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the wound not healing is unknown/no problem found. Stimwave has determined the following are potential causes for the wound not healing: cleaning of the implant area prior to procedure not conducted per IFU. Device not implanted at adequate depth to prevent erosion.

Event description:
On (B)(6) 2021, during the follow-up appointment, the implanting clinician noted the coil pocket never healed, the coil and knot eroded from the opening, and the wound seemed to be infected.